Manufacturer narrative:
The reported devices were not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the devices are unknown. Based on the information received, the root cause could not be determined.

Event description:
(Report 2 of 3) it was reported during surgery that two 1.5mm hex driver tip, locking groove broke while inserting screws. The surgery was completed with a backup 1.5mm hex driver tip. No other adverse patient consequences were reported. There are 3 related report numbers for this event 3025141-2024-00511 - 3025141-2024-00513.